Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high and low blood glucose levels. The customer sates they have woken up with lows of 37mg/dl and 34mg/dl, and shot up to over 400mg/dl. The customer's blood glucose level at the time of incident was over 400mg/dl. The customer's most current level was 302mg/dl. The customer states they have treated with manual injections. Troubleshoot was conducted. The device passed troubleshoot and was found to be operating as designed. The customer was advised to conduct full set change, and contact their health care provider regarding unexplained lows and highs. The customer was advised to monitor the device and call back if issues persist.